Event description:
It was reported that a left pelvic mass exploratory laparoscopy and resection of pelvic mass and umbilical hernia repair was performed in 2000. Fascia was closed with #1 panacryl. Wound was re-explored later in 2000 due to persistent drainage. The suture was removed.